Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket site, which resulted in a complete system explant. The hcp stated that the patient was given oral and IV antibiotics. It was noted that the issue was resolved. The ins was not returned for analysis as it was discarded by the customer. No further complications were reported or anticipated. The patient's status at the time of the report is "alive, no injury." Indication for use is spinal pain.